Event description:
It was reported that the patient presented in the critical care unit. It was found that the patient's atrial lead exhibited loss of capture. The patient's lead was repositioned on (B)(6) 2023. The patient was stable.